Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system was malfunctioning. The arm 2 would not recognize any instruments. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an error 22008 on the cannula or invalid cannula. The procedure was started robotically but converted to open after rebooting the system and re-draping the arm, but the issue remained. The procedure was converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the system malfunctioned with a vessel sealer extend instrument which is not manufactured anymore. The surgeon was deciding what to do with the leftovers. The patient had numerous fibroids. The decision to convert the procedure to open was after ports were placed and was due to the anatomical difficulties in the patient. The convert to open surgery was due to these anatomical difficulties and not due to the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and spoke with the site's robotics coordinator who installed multiple instruments, drapes, and cannulas on arm #2 to find that system was accepting instruments without issue. The customer likely did not have the cannula attached properly causing errors or possibly a bad cannula. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The surgeon opted to convert to open surgery due to anatomical difficulties.